Manufacturer narrative:
The actual device was received for evaluation. (B)(4) evaluated the device. A visual assessment confirmed the reported condition. The assignable root cause was determined to be mishandling of the hose by pulling on the muffler end to release the hose from the foot control device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a craniotomy surgical procedure the motor device had a "hole in [the] hose". There was patient involvement. The planned surgical procedure was completed without delay. It is unknown if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.